Event description:
It was reported that balloon rupture occurred. The 75% stenosed, target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for a second, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with the original device. There were no patient complications nor injuries reported.